Event description:
Vns pt experienced an increase in seizure activity above pre-vns baseline. It was reported that the pt's device was programmed to on the day after implant because they live two hours away from the neurologist and wanted to begin therapy right away. The pt's family member reports that the pt had 10-12 seizures per month prior to vns implant and that they have had 16 seizures in one month since being implanted. It was reported that three days after an increase in device settings, the pt had a status seizure that lasted for approx 20 minutes. The pt was subsequently seen in the hosp emergency room, at which time diastat was administered, but they were not admitted. The pt's family member indicated that the pt has not had a status seizure in ten years. Investigation to date has been unable to determine the cause of the reported event.